Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the first broke while being implanted and was able to be removed. The second screw was then implanted and fractured as well. The fractured portion was unable to be retrieved.